Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump system check was performed with tandem technical support and occlusion appeared to be within the non-tandem infusion set tubing. Customer reported past occlusions were resolved by changing the infusion set. Customer's blood glucose was 155 mg/dl; there was no reported impact to bg associated with the past events. Reportedly, customer was using fiasp insuln in the pump and customer was aware that fiasp was not labeled for use with the pump.